Event description:
It was reported that a patient¿s implantable neurostimulator (ins) was drained by a security device, and within a few trips to the store with the security device the ins stopped working. It was noted that urine built up when the device stopped working. It was reported that this occurred in (B)(6) 2006 and the device was replaced in 2006. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2000, product type extension. (B)(4).

Event description:
Additional information received reported that the patient was still having concerns with her device or therapy and was working with the doctor or manufacturer representative.